Manufacturer narrative:
(B)(4). The investigation was completed on 10/24/2017. Retain product was tested and functioning according to specification. Return product was not available.

Event description:
Na.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a (B)(6) male patient presented to ER with symptoms of dizziness and syncope . There was no additional patient information at the time of this report. Return product is not available. (B)(6). At this time apoc does not believe a malfunction exists. All I-stat results are positive while the alternate method was negative. However, the customer states the patient was discharged. Time, date, and final diagnosis are not available. There are no injuries associated with this event. The investigation is underway.